Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they have been having such breakthroughs of peeing themselves. Patient stated they were at walmart again and as they were walking towards the bathroom, they started peeing and wetting their pants and shoes. Caller added that they did it again last week. Caller noted that they were having a problem finding a good setting that will keep them from urinating themselves without feeling an electrical stimulation in their upper butt cheek that bothers them. Agent asked caller if this has been occurring since they got the device implanted and they said yes. Caller stated that it becomes better but then after a while they have this electric type feeling in the upper right cheek of their behind like if you touch a plug by mistake. Caller mentioned that on program 1 at 1.3 they weren't having hardly any, just a little bit of leakage and they had to wear a pad but they were not we tting themselves like peeing their pants down their legs into their shoes. Agent reviewed stimulation expectations and programming considerations with caller. Patient said they may try with a different program and will continue monitoring symptoms..

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.